Manufacturer narrative:
Although the ultra instrument was not directly involved in the event, this incident is being reported as a precautionary measure since a person was admitted to the hospital. The manufacturer of the decontamination solution has been informed of the event.

Event description:
This event occurred in (B)(6). While preparing to perform a decontamination procedure on a ventana benchmark ultra with another manufacturer's decontamination solution, a ventana technical applications specialist (tas) inhaled sufficient fumes, which induce breathing difficulties and coughing. The tas was admitted to the hospital although no medical treatment was administered, and has since been released in good condition. It was later reported that tas may not have read, understood, and/or followed the manufacturer's precautionary statements included on their packaging.